Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to perform multiple troubleshooting steps, including disconnecting tubing, tightening connections, and delivering specific bolus doses. Customer was advised to replace supplies as necessary and resume insulin therapy.